Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Customer provided two photos of the complaint sample. One photo shows the water bottle, product code 003-0403. Image shows humidifier bottle with adaptor attached. The snap cap appears to be missing from the adaptor body. The other image appears to be the detached adaptor snap cap. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor broke off during use. No patient injury or harm reported.